Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed 4 opening assessed as fold flow opening. Broken device observed assessed as fold flow opening. ¿ as per the investigation procedure, creases, particles, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.